Event description:
It was reported the pt did not have stimulation due to not being able to establish communication between her scs ipg and pt programmer. A sjm representative was also unable to establish communication. Follow-up identified the pt's entire scs system was replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.